Manufacturer narrative:
Additional information: in accordance with the information in the recipient report and the manufacturers experience with this kind of device, it is assumed that it is likely in an early stage of failure due to humidity ingress at the housing braze joint through micro-leaks. To determine an exact root cause a device investigation would be necessary. Re-implantation was carried out but the device has not been received for investigation yet.

Event description:
The user hearing quality has worsened but he still has hearing sensations. No trauma or accident was reported. Additional information received on (B)(6) 2018 stated that the parents reported that the user is no longer able to hear with the device. The recipient has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user hearing quality has worsened but there are still hearing sensations. No trauma or accident was reported. Re-implantation is considered.